Event description:
The physician went down and saw the carcinoids with the bander on the scope. The physician then went to carcinoid site in the stomach. Submucosal injection - then proceeded to band both carcinoids. He then pulled the scope out and took the bander off. He then went back down, put the snare around one of the carcinoids and was above the band. He realized he was above the band and reposition to get under the band. When he did so, the band fell off. The physician then proceeded to reload the bander on the scope and go back down to reband that carcinoid. He then banded the carcinoid again, removed the scope and went back down. He put the snare around the carcinoid; attached snare to carcinoide and moved the snare back and forth and removed the carcinoid with cautery. Upon removal of the carcinoid, the defect was inspected and perforation was noted. Upon going for a clip, the band fell off previously and was loose fell into the hole. The physician then processed to use a forcep to try to grab the band, proceeded to use instinct clips to close the defect. After 4 or 5 instinct clips, the pt was monitored and surgeons were consulted. The pt went to surgery and the band was found/removed and the defect was fixed. Pt is currently doing well. Pt did go to surgery, the band was found and defect was fixed. Hole was in the stomach.

Manufacturer narrative:
As a confirmed lot number was not provided, it is not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device was not available to be returned. With the information provided a document based investigation was carried out. As the device has not been returned; therefore, the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. The complaint information stated that user of the device had the following issue: "the physician wend down and saw the carcinoids with the bander on the scope. The physician then went to carcinoid site in the stomach. Submucosal injection - then proceeded to band both carcinoids. He then pulled the scope out and took the bander off. He then went back down, put the snare around one of the carcinoids and was above the band. He realized he was above the band and reposition to get under the band. When he did so, the band fell off. The physician then proceeded to reload the bander on the scope and go back down to reband that carcinoid. He then banded the carcinoid again, removed the scope and went back down. He put the snare around the carcinoid; attached snare to carcinoide and moved the snare back and forth and removed the carcinoid with cautery. Upon removal of the carcinoid, the defect was inspected and perforation was noted. Upon going for a clip, the band fell off previously and was loose fell into the hole. The physician then processed to use a forcep to try to grab the band, proceeded to use instinct clips to close the defect. After 4 or 5 instinct clips, the pt was monitored and surgeons were consulted. The pt went to surgery and the band was found/removed and the defect was fixed. Pt is currently doing well." In summary from the brief description above, the band fell off the carcinoid as the physician was repositioning to get under the band. The carcinoid was rebanded. On removal of the carcinoid a perforation was noted. The band that fell off previously was loose and again fell off into the perforation as the physician was going for a clip. The dt-6-xl duette is composed of the dt-mh-1 duette snare and the dt-mbm-6-xl duette multi band ligator. Dt-mbm-6-xl is composed of (B)(4) (6 shot band assembly xl 48"), (B)(4) (loading catheter 147cm), (B)(4) (handle: multi-band assembly black) and (B)(4) (hub: cannulated 14ga). (B)(4) (6 shot band assembly xl 48") is composed on (B)(4) (mrsa/6-shot string bead 48 in), (B)(4) (band: amber natural rubber (B)(4) and (B)(4) (mbl-4 & 6 sl barrel friction adapter ass) and (B)(4) (bands: black natural rubber). (B)(4) (bands: black natural rubber) (B)(4) and (B)(4) (band: amber natural rubber (B)(4) are the components involved in this complaint. (B)(4) (6 shot band assembly xl 48") undergoes visual and dimensional checks. Prior to distribution duette multi-band mucosectomy devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for dt-6-xl of unknown lot could not be carried out as the lot number was not provided. Duette multi-band mucosectomy device is for endoscopic mucosal resection in the upper gi tract. This device is intended for single use only. Perforation is a known potential adverse effect as per instruction for use. As per the instructions for use, IFU, precaution section advises the user of the following: "before using this device, follow the recommendations provided by the electrosurgical unit manufacturer to ensure pt safety through the proper placement and utilization of the pt return electrode. Ensure a proper path from the pt return electrode to the electrosurgical unit is maintained throughout the procedure." In the notes section of IFU, it states: "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." From the information provided, the band was retrieved from the hole in the stomach and the pt is doing well. A two year review of the complaints history for dt-6-xl devices revealed no other complaints of this nature for this rpn. This therefore represents an isolated occurrence for this rpn over this timeframe. No corrective action is warranted at this time. The band was successfully retrieved from the pt. Complaints of this nature will continue to be monitored for potential emerging trends.